Event description:
It was reported that the patient had an inappropriate shock due to t-wave oversensing via reduced intrinsic amplitudes. The smart pass feature had programmed itself off due to the low intrinsic amplitudes. The patient was sitting in the clinic office at the time of the event. Technical services advised some testing options. Clinic testing found low intrinsic amplitudes in all three sensing vectors. The doctor elected to explant and replace both the pulse generator and the electrode. There were no additional adverse patient effects.

Event description:
This supplemental report is being filed to provide the correct explant date in tab d. Suspect medical device. This supplemental report is being filed to provide additional information regarding product analysis. It was reported that the patient had an inappropriate shock due to t-wave oversensing via reduced intrinsic amplitudes. The smart pass feature had programmed itself off due to the low intrinsic amplitudes. The patient was sitting in the clinic office at the time of the event. Technical services advised some testing options. Clinic testing found low intrinsic amplitudes in all three sensing vectors. The doctor elected to explant and replace both the pulse generator and the electrode. There were no additional adverse patient effects.

Manufacturer narrative:
This supplemental report is being filed to provide the correct explant date in tab d. Suspect medical device. The correct explant date is (B)(6) 2025. The returned s-ICD was thoroughly inspected and analyzed. The device was able to be interrogated, and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out-of-range measurements or interruptions in therapy output. Although the s-ICD operated appropriately in the laboratory setting, investigation into the observed behavior determined that transient changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode may have contributed to the noise, oversensing, and inappropriate shock noted in the field; however, a definitive cause of this sensing behavior has not been determined.

Manufacturer narrative:
The returned s-ICD was thoroughly inspected and analyzed. The device was able to be interrogated, and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out-of-range measurements or interruptions in therapy output. Although the s-ICD operated appropriately in the laboratory setting, investigation into the observed behavior determined that transient changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode may have contributed to the noise, oversensing, and inappropriate shock noted in the field; however, a definitive cause of this sensing behavior has not been determined.

Event description:
This supplemental report is being filed to provide additional information regarding product analysis. It was reported that the patient had an inappropriate shock due to t-wave oversensing via reduced intrinsic amplitudes. The smart pass feature had programmed itself off due to the low intrinsic amplitudes. The patient was sitting in the clinic office at the time of the event. Technical services advised some testing options. Clinic testing found low intrinsic amplitudes in all three sensing vectors. The doctor elected to explant and replace both the pulse generator and the electrode. There were no additional adverse patient effects.